Event description:
It was reported that the patient was diagnosed with thrombus on (B)(6) 2024. It was later reported the patient had very brief intermittent power and flow spikes for several months. Imaging captured a stable appearance of the pump with a small amount of dense fluid anterior to the heart along the outflow cannula. Related manufacturer reference number: 2916596-2024-03023 (heartmate ii left ventricular assist device (B)(6)).

Manufacturer narrative:
Section d4: device expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: model number, catalog number and primary UDI corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported outflow graft occlusion could not be confirmed through this evaluation as no images were submitted for review and the device was not returned for evaluation. Furthermore, the reported intermittent power and flow elevations could not be confirmed as no log files were submitted for review. A specific cause for the reported events could not be conclusively determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C and the heartmate ii lvas patient handbook, rev. C are currently available. Section 1 ¿introduction¿ of the IFU lists the potential adverse events that may be associated with the use of the heartmate ii lvas. This section also addresses pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 5 of the IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.